Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the jet socket was the accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the jet socket. In addition, we confirmed that the lg cable connector housing leaked, the root brace rubber was cut, and the u/d knob was loose. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results was evaluated and submitted to MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.